Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 9f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. The sutures of two proglide devices were successfully placed. The evar was completed. Reportedly post procedure, hemostasis was attempted to be achieved with the proglide sutures; however, bleeding did not cease. Manual compression was applied to achieve hemostasis. After the manual compression, it was noted that the distal pulse gradually weakened. The physician suspected stenosis; therefore, surgical intervention was performed to confirm. It was found that one of the proglide sutures had not been pre-placed at the access site, but was pre-placed at a branch vessel near the access site. The branch vessel near the access site was found stenosed. It is unknown whether the stenosis occurred by pulling the vessel wall with the foot of the device or if there was already stenosis prior to the procedure. Stenosis had not been noticed prior to the procedure and was not found on echo during the procedure. The suture was removed and hemostasis was achieved by surgical intervention.. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The patient effects of diminished pulse and occlusion are listed in the proglide instructions for use (IFU), as potential adverse event associated with use of the suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effects and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.